Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Thirteen days later, consumer sought medical treatment for infection at the piercing site where an incision and drainage was performed and oral antibiotics were prescribed. Sought medical treatment again at a later date and was placed on another oral antibiotics.